Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported harmonic ace instrument electrode sheet breakage and remains unrecognizable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have a blade broken at the base. A piece approximately .3165" x .0840" was found to be broken off. The broken piece was returned. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message " tighten assembly¿.

Event description:
Refer to h11 for follow-up information.